Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted the right ventricular lead exhibited an insulation anomaly. The patient was in stable condition.